Event description:
It was reported that the pt presented in the hospital due to stroke with high voltage lead impedance and noise on the atrial lead. The high impedance was reproducible in clinic. The pt will be monitored closed and rep will discuss chest x ray with clinician.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.